Event description:
A caller reported experiencing a cgm error 42 associated with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller planned to reset it when ready, with the option to follow up if the issue continued.